Event description:
Related manufacturer report number: 2017865-2024-73441. It was reported that the during the device preparation, upon interrogation, the implantable cardiac monitor (icm) exhibited error message and reverted to back-up mode. Another icm was interrogated, and it also exhibited error message and reverted to back-up mode. The icm was not used and there was no patient involvement.

Manufacturer narrative:
Reported events of device reset and data problem were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate with correct model and serial number. Analysis of device and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.